Event description:
It was reported that during an ulna procedure the drill bit broke and the surgeon elected to leave the fragment in the patient. It was reported that the bit was being used in conjunction with a stryker drill. A five minute operative delay was reported. This report is 1 of 1 for complaint (B)(4).

Event description:
It was reported that surgery was successfully completed with no additional medical intervention required.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that revealed no complaint related anomalies. The device history record shows this lot of 2.0mm drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.